Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Additional information was received that this patient underwent a revision procedure and this rv lead was explanted. It was reported that the lead exhibited high out of range pace impedance measurements and was suspected to be fractured. Another lead was successfully placed.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead was reportedly broken eight years ago and noticed a marked decrease in energy. When the lead was revised, the patient felt much better. During the recent device check, the lead was found out to be broken again. As of this time, there was no further information provided. The lead remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, only the terminal segment of this lead was returned. The coils at the distal end of the returned segment were extremely stretched and the ends showed ductile fracture due to pulling and stretch during explant. The portion of the lead returned was electrically continuous. Laboratory analysis was unable to confirm the clinical observations reported. Only a portion of this lead was returned.